Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 2-nov-2016, an fse visited the customer site and found temperature near ambient on the substrate heater indicating heater circuit failure. On 3-nov-2016 the fse replaced the substrate heater & sense board. He recalibrated and set the sense board temperature for the heated zones (wash/substrate/incubator). As verification, the fse and the customer ran estradiol and progesterone controls with passing results and no instrument issues observed. The repair was successful. No further actions were required by field service. The most probable cause of the reported event was due to a defective waste pump.

Event description:
On (B)(6) 2016, a customer reported substrate heater problems with their aia-360 analyzer. The customer was unable to run beta-hcg, e2, and progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, e2, and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.